Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0s4md, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was at their health care provider¿s (hcp¿s) office and they had to raise the amplitude because they had been retaining urine and wasn¿t feeling anything since 3 days ago. They raised it up to 3.6v, the patient felt a slight tingling, and wanted to know if that was normal. The patient¿s family member just wanted to make sure they used the patient programmer correctly and the patient would try the setting of 3.6v. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.